Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the dbs ipg changeout case, the plasmablade device came close to the top of the dbs generator and the surgeon reported the rf energy from the device arced onto the battery. This caused the patient to jolt and believed to be shocked. No interventions were reported. There was no damage to the generator and no adverse effect to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.